Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision procedure with a mentor smooth round moderate plus profile 425cc saline breast prosthesis that possibly deflated post implantation. Possible deflation of the right breast prosthesis was diagnosed by a doctor. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Correction: block b2 for ¿is required intervention¿ was inadvertently checked in the initial report. No intervention has been reported yet. Block b2 ¿is other serious¿ is the correct choice for this event based off current information available. Manufacturer¿s reference number: (B)(4). Block b2 "is required intervention": unchecked. Block b2 "is other serious": checked.